Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported an unspecified malfunction/issue occurred. On approximately (B)(6) 2025, the cgm was displaying high and the bg meter was high as well (no specific value reported). The patient's grand daughter took a ketone test which was moderate. The patient couldn´t remember what medication provided to her at home aside from checking her ketones. Her daughter, decided to take her to the ER. Upon arrival, the patient did not remember medication provided to her at the ER. The patient was discharged the same day (B)(6) 2025. At the time of the report the patient was fine. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information has been provided. Data investigation could not confirm the allegation. App data was provided for investigation. However, a complete investigation could not be performed. Confirmation of the complaint is undetermined via data. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).